Manufacturer narrative:
Correction on initial report.

Event description:
The customer reports spontaneous disconnections from maxzero during CT procedures. There are multiple patient events; no details or specific quantity provided at this time.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.